Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programemr would freeze on the "please wait" screen. The hard drive was replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programemr would freeze on the "please wait..." Message. The programmer was returned for service. No patient complications have been reported as a result of this event.